Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, backflow into the air tube due to backflow prevention valve failure was noted. In addition, darkness on the screen occurred because light transmission was not performed normally due to internal dust. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera elite xenon light source endoscopic images are visible but darker than usual. The event occurred during preparation for use. During a standard service inspection of the customer returned device, backflow prevention valve failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The phenomenon of back-flow in the insufflation tube was confirmed via repair notes, and was attributed to a faulty air/water valve. The cause of the valve's failure could not be further determined. Olympus will continue to monitor field performance for this device.